Manufacturer narrative:
Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced stromal edema, inflammation and symptoms resembling tass. Steroid drops, prednisone tablets and maxitrol ointment were provided for medical management. The lens remains implanted, and the problem was noted as resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced toxic anterior segment syndrome and corneal edema. Due to toxic anterior segment syndrome and corneal edema, the case was managed medically by increased use on steroid drops and added prednisone tablets po to regimen along with maxitrol ointment at bedtime. The lens remains implanted. The problem was resolved. The cause of the event was reported as unknown. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).